Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient has experienced some syncopal events of unknown duration and cause. The patient was interrogated and noted that they have histograms with atrial activity in the 170-190 range, but there had been no atrial tachy response (atr) stored in the device. This patient has had in excess of 100,000 premature atrial contractions that are non sustained. Boston scientific technical services (ts) was consulted and suggested that since they were non sustained, they were not meeting the criteria to mode switch. The patient has atrial flutter as well. The physician is planning to monitor for now. To date, no additional adverse patient effects have been reported.